Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The explanted mitraclip is not returning. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The other mitraclip (51204u110) referenced is being filed under a separate medwatch MFR number.

Event description:
This is filed to report that the deployed clip (51204u111) detached from one leaflet and remained attached to the other leaflet resulting in increased mitral regurgitation, dyspnea, and leaflet damage. On (B)(6) 2016, a mitraclip procedure was performed for treatment of degenerative mitral regurgitation (mr) with a grade of 4+. Two clips (51204u111, 51204u110) were implanted, reducing the mr to 1+. On (B)(6) 2016, a follow up echocardiogram was performed and the clips were confirmed to be stable. On (B)(6) 2016, the patient returned with dyspnea. A surface echocardiogram was performed and it appeared that one clip had detached from one leaflet and remained attached to the other leaflet (single leaflet device attachment/slda). The other clip appeared stable on both leaflets. On (B)(6) 2016, a transesophageal echocardiogram was performed, and it was confirmed that both clips experienced an slda. The lateral clip detached from the posterior leaflet, remaining attached to the anterior leaflet, and the medial clip detached from the anterior leaflet, remaining attached to the posterior leaflet. The mr had increased to 4+. On (B)(6) 2016, mitral valve replacement surgery was performed and the clips were explanted. The anterior leaflet was noted to be very thin. The posterior leaflet was very spongy and the leaflets were torn due to the sldas. The surgery was successful, and patient was confirmed to be stable. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. All available information was investigated the reported single leaflet device attachment appears to be related to patient morphology/pathology. The reported patient effects of mitral regurgitation (worsening), dyspnea and tissue damage (mitral valve injury), as listed in the mitraclip system instructions for use, are known possible complication associated with mitraclip procedures. There is no indication of a product quality issue with respect to design, manufacturing, or labeling of the device.